Event description:
It was reported that once the cement was mixed and put into the gun; the top of the gun broke off; and made the gun unusable. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
(B)(4). As of 08/26/2009, the product has not been returned for eval. No conclusion can be drawn.